Manufacturer narrative:
Product complaint:(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle outside its packaging was received for analysis. The product code is vcp493h. Additionally, a photo was provided, and it showed two foils packet and one labeled winding former into a plastic bag. The visual assessment of the returned samples shows that the swage and attachment area of the needle were observed as expected. The needle is still attached to a suture piece. Overall, no needle pull-off was observed. In addition, the other section of the suture was not returned for evaluation to determine the assignable cause. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no pull-off was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No additional information could be provided. There were no adverse reported. Additional information was requested.